Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thorascopy - "trocar sleeve got damaged during procedure, possibly by intercostal twisting; pieces of the sleeve broke off and are enclosed with returned product. Procedure not witnessed by applied ; unknown whether trocar system or sleeve." Patient status - ok.

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the incident product was returned for evaluation. Upon inspection, engineering confirmed that the cannula tip was fractured and two pieces were returned. The cannula was reassembled to see if the 12x100mm kii advanced fixation was fully intact. Engineering mated the pieces and noticed that a piece(s) was missing from the cannula. The seal sub-assembly containing the duckbill, septum, and shield were returned intact without any signs of visible damage. Engineering also visually inspected the balloon on the cannula for potential points of seal integrity failure. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Based on the evaluation of the product returned, this incident most likely resulted from cannula being wedged between two hard surfaces, in this case, most likely the patient's ribs, which confirms the location as stated by the customer. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary.